Event description:
It was reported that (2) tlc55 were used during a small bowel resection procedure. It was reported by the rep that the surgeon fired the tlc55 linear cutter across small bowel and experienced bleeding on the staple line. The surgeon got a new cutter and fired again with the same result. The surgeon then hand sutured the staple line. The case was finished without incidence. There was no consequence to the pt.